Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a company representative (rep) from a health care professional (hcp) about a patient receiving fentanyl at a concentration of 1000 mcg/ml and a dose of 250 mcg/day for non - malignant pain via an implantable infusion pump. It was reported that hcp stated that for at least the past 4 pump refills the pump has had 1000 mcg/ml fentanyl but has been programmed at 2000 mcg/ml. The dose has been set at 500 mcg/day and the patient is doing well as it is currently set. Steps to correct the programming to reflect the correct current drug of fentanyl 1000 mcg/ml and the dose the patient has been receiving which is 250 mcg/day were reviewed. It was reviewed that no bridge bolus is needed since they are not changing the actual drug concentration. The troubleshooting steps that were taken on the call resolved the issue. No symptoms or patient complication reported. Additional information received from a company representative (rep) and confirmed with a health care professional (hcp) reported that the programmer and the software version that was used at the time of programming error is unknown. The patient weight is also unknown.